Event description:
A customer reported that there were difficulties removing the cartridge due to improper moldings around the pump housing. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined any further follow-up at this time as they are out of warranty and in the process of obtaining a new device. No additional information was received regarding the outcome of the event.